Manufacturer narrative:
Evaluation summary: the root cause could not be determined conclusively. The possible root cause could be a movement of patient during treatment or vacuum was turned off by the user during treatment (by pressing the right foot switch). (B)(4).

Manufacturer narrative:
Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. (B)(4).

Event description:
A nurse reported that during treatment with the laser, there was loss of suction. Per the nurse, the procedure was completed with no injury to the patient. No further information is expected.